Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Plots: 13992769 manufacturing date: 5/1/2024 expiration date: 5/1/2029. 14018490 manufacturing date: 5/1/2024 expiration date: 5/1/2029.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported that the extension set was leaking. This is exposing patient¿s skin to chemotherapy. A mating device was used together with the extension set which is an introcan safety 3. The leak occurred on the connection from the catheter itself to the extension set at the leur lock site, during infusion or at the end of the infusion. There was patient involved and unknown patient harm.

Manufacturer narrative:
Investigation summary: received three (3) new. List #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #14018490. One (1) new. List #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot #13992769. One (1) new. Ref #(B)(6), b braun introcan safety 3 closed IV catheter 24 ga.; lot #24a07g8952. One (1) new. Ref #(B)(6), b braun introcan safety 3 closed IV catheter 20 ga.; lot #24b06g8372 one (1) new. Ref #(B)(6), b braun introcan safety 3 closed IV catheter 22 ga.; lot #24c30g8373. One (1) new. Ref #(B)(6), b braun introcan safety 3 closed IV catheter 22 ga.; lot #24d02g8374. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed from the returned samples. The catheters and male luers were found to be iso compliant and not leaks were observed during testing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.